Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps deviated from the instructions for use (IFU). No physical damage was confirmed at the place where the foreign material remained. Based on the results of the investigation, olympus confirmed foreign material of black silicone rubber in the device, but the root cause cannot be identified. A definitive root cause cannot be determined. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the colonovideoscope exhibited a black foreign material in the air/water channel. There were no reports of patient involvement.